Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 6/17/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, (B)(6)2026, the estimated glucose values rose above high alert threshold (250 mg/dl), and the app delivered high alerts at 100% volume from 02:51 am to 06:31 am, with egvs reaching high (over 400 mg/dl) from 04:11 am to 05:26 am. No alerts were acknowledged during this time. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient would have experienced diabetic ketoacidosis and unknown if diagnosed at the hospital and was admitted into the ICU. It was unknown what the cgm device was displaying during the event, but the cgm device would have been malfunctioning. No information was reported regarding further symptoms, treatment, or duration of stay at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.